Event description:
The reporter (patient's daughter) contacted lifescan (lfs) customer service on july 20, 2009 alleging on "er5" issue with her father's one touch ultra2 meter. The patient reportedly received treatment from the ER after the error message occurred. The medical surveillance specialist (mss) was unable to reach the reporter for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The reporter stated that the "er5" first occured in 2009 on the day of event at around 3pm. Later the same day at 11pm, the patient was treated with IV glucose at the emergency room (ER). It was also noted that the patient's blood glucose was "40 and 41 mg/dl" on the ER meter. The patient reportedly did not take any actions in regards to his diabetes care between the time the error massage occurred and when he received the ER treatment. According to the reporter, the patient did not have any symptoms but indicated that the patient has parkinson's, alzheimer's, and angioedema, which can mask his other medical conditions. According to the troubleshooting performed with customer service, the correct testing techniques were used. A retest was performed with a new vial of test strips and the reporter was able to obtain a successful test. Based on the provided information, this complaint is being reported because the patient allegedly received IV glucose treatment at the ER 8 hours after the "er5" issue occurred. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.